Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was unpacked on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that there was a hole in the middle of the transparent plastic bag on the outside of the product with the blue line. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.